Event description:
It was reported that during the upgrade procedure an attempt was made to replace with right ventricular lead with a model 6947 lead. The replacement lead was "too big" for patient's superior vena cava. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the upgrade procedure an attempt was made to replace with right ventricular lead with a model 6947 lead. The replacement lead was "too big" for patients superior vena cava. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the sleeve head of the helix mechanism and on the helix mechanism itself.